Event description:
Per the clinic, the patient experience a skin breakdown over the implant site and exposing the implant magnet. Subsequently, the patient was treated with oral antibiotics. Additional information has been requested but has not been made available as of the date of this report.